Event description:
Report received of an overdelivery. A third party biomedical engineer reported that the pump overdelivered while on a pt. There was no pt harm. There was no tracking info available including pt, nurse, or event location. Though requested there was no further info available.